Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose of 320 mg/dl. The customer had a bent cannula on one infusion set and the second one was straight. The customer did not get a no delivery alarm with either infusion set. Troubleshooting was performed, and the pump was programmed correctly. The customer did not want to conduct the high pressure test at this time. Advised to call back to run the test to make sure the pump is functioning properly.